Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring, not closing completely, and falling off the vessels. There were no unusual sounds, nothing felt unusual when they clipped. Case completed using a surgitie vessel loop. There were no patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). An intra-operative photograph was reviewed and it is believed the clip applier formed the visible clips properly for the size of structure being occluded. The event of clips falling off structures cannot be confirmed nor denied. Firing the clip applier with a smooth continuous stroke, while maintaining neutral forces, may help to eliminate these complications.